Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Light scratches and scrape marks are observed on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file states the 21.0 diopter lens was replaced with a non-company monofocal lens with a 21.0 diopter power. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient cannot tolerate halos and glare. The iol was exchanged with non company lens. Clinical reason for explant mentioned as goal plano got -0.50. There was no patient harm. Additional information has been requested.